Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump battery was depleting quickly and the wake button was delayed in responding to touch. There was no reported impact to customer's blood glucose. Customer declined to provide additional information and declined follow up from tandem technical support.